Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries reported.